Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a broken door. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing door assembly. Replaced missing display board. Replaced missing door latch assembly. Replaced missing platen assembly. Replaced missing iui's. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 06 feb 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a missing door assembly. During servicing we identified platen misalignment which constitutes a reportable malfunction. There was no patient involvement. ¿during testing of the returned device the pump module was found out of specification for rate accuracy. ¿external inspection confirmed damaged platen with the returned pump module. ¿replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a broken door. No additional information was provided. There was no patient involvement.